Event description:
The icp catheter initially functioned normally, but after more than 24 hours the pressio2 monitor showed erratic waveforms with significant electrical noise, prompting placement of an evd that revealed a 4-5 mmhg lower icp reading on pressio2 compared to the evd. Troubleshooting showed the issue persisted across different monitors, cables, and hospital power circuits, indicating it was not monitor-related. The artifact was significantly reduced on battery power, and tests with a simulator confirmed normal behavior, suggesting an external electrical interference rather than a device failure.

Event description:
The icp catheter initially functioned normally, but after more than 24 hours the pressio2 monitor showed erratic waveforms with significant electrical noise, prompting placement of an evd that revealed a 4-5 mmhg lower icp reading on pressio2 compared to the evd. Troubleshooting showed the issue persisted across different monitors, cables, and hospital power circuits, indicating it was not monitor-related. The artifact was significantly reduced on battery power, and tests with a simulator confirmed normal behavior, suggesting an external electrical interference rather than a device failure.